Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash after contact of gel from the electrode belt. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful. Reporting out of an abundance of caution.